Event description:
Customer had a fasting blood glucose comparison performed. The lab result was 97 mg/dl and the device result was 261 mg/dl. Controls were run, values unknown. A request was made for the return of the suspect device and replacement product was sent.